Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine device revision procedure of an implantable cardioverter defibrillator (ICD) that this right ventricular (rv) lead was fractured. Subsequently, the rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode where implanted. Besides surgical intervention, no adverse patient effects were reported. The rv lead is not expected to be returned.